Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The nonconforming fluidics mechanism was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming fluidics mechanism. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the instrument does not aspire correctly in two phases of the process and the noise produced is not usual. Event details and patient involvement are unknown. Additional information has been requested.